Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving the error 4 error message during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 the patient obtained the error message error 4 with the reported meter; she did not obtain a blood glucose reading. The patient noted this was a new, out-of-the-box, meter. The patient took no actions due to this meter issue. Three days afterwards, the patient experienced the symptoms of headache and confusion. The patient administered self-treatment by taking 20.0 units novolog insulin; she did not seek any medical attention. Troubleshooting revealed the patient¿s test strips and testing technique were correct. The issue was not resolved. The test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and she denied seeking medical attention. However, as the meter issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.